Event description:
The provider was inserting a central line into the groin. Upon insertion of approximately 1 cm, the provider pulled back on the guidewire and noticed that the guidewire was fraying. Upon removal of the guidewire, the tip had completely broken off. The tip was inspected, and it did not appear any additional parts of the tip had broken off into the patient. X-rays were obtained and confirmed no foreign bodies. Per the provider, she did not feel any resistance when inserting. (B)(4).